Manufacturer narrative:
The device was returned to the importer for testing. We checked the importer's test records and results, and the test results met the specifications. No problem was found, the complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests.

Event description:
On (B)(6) 2024: has a theratouch cx4 and it's doing some strange things and was involved in a burn of a patient. He believes they had medical treatment. No redness or discomfort reported by patient post treatment but then when she got home it became itchy and blisters developed. They are reporting it's channel 3 they are not trusting. He was running pre-mod on channel 3 and was playing with the leads on the front of the machine and they seemed kind of loose and he did receive the no current message and then the machine went dark. He had to press the power button for it to come back. The clinic reported that the intensity was dropping to 0 and had to restart the treatment. On (B)(6) 2024: noted a "zap-like" sensation lasting 3-4 seconds but then no complaints - parameters: interferential es - were there andy modulating programs used? No - lead wires replaced in last 6 months? No - do lead wires show exposed wires or damage? No - were new lead wires tried? There were no complaints during session. After the 3-4 sec and es was reset and no additional problems was felt. The electrodes had just moved - were the electrodes that are supplied with the device being used? Electrodes were not supplied by device : electrodes used were valutrode 1.5" x 3.5" from amazon. Using four self adhesive 1.5" x 3.5" - verify placement on body and distance between electrodes: lc l1 - sacral borders - have you read instruction manual in regards to electrode placement? No - electrodes only used on end user : used over 3 sessions - electrodes stored in bag they came in, stored at room temp - electrodes not used on multiple patients - electrodes used are not rubber - no ointment used - device off when electrodes removed - no skin problems noted at time of treatment - burns showed up over 24 hours after used - customer is still having treatments at wound clinic - patient sought medical attention - 4 electrodes used - criss crossed - carrier frequency 5000 hz -80/150 hz / cv.